Event description:
This phacoemulsification handpiece could not be calibrated during a cataract extraction procedure. Another handpiece was used.

Manufacturer narrative:
There was a deformity at the tail of the handpiece, the irrigation tube was bent and the nose cone was dented. The needle had to be removed with plyers.